Event description:
Smart ez pump (se0270-240-lot# s8d27) containing peng 20mu in 0.9% sodium chloride 240 ml; delayed infusion (ends 4-5 hours late) or early completion. Pharmacist states patient's PICC line is cleat and not sluggish. Exp: 03/28/2021, 240 ml in a 10ml/hr-270 ml smartez pump.